Manufacturer narrative:
H11: manufacturing review: based on the event description the severity of this issue was classified as marginal health hazard. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in locked condition and the stent is loaded without tip to sheath gap. During evaluation testing a system compatible 0.035" guidewire gets stuck underneath the kink protection when inserted from both ends; a break is present on the outer layer of the black proximal sheath underneath the kink protection (without separation) which leads to blockage of the guidewire which leads to confirmed result for catheter break and failure to advance over guidewire. A manufacturing related issue could not be found. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'advance the stent system over the 0.035¿ guidewire through the sheath introducer.', and 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent solo stent. During the procedure, the stent allegedly failed to advance into the sheath by the sheath loading onto the wire. There was no reported patient injury.